Event description:
The facility reported to a pump with failure code 570:320:844. It is unknown when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hospital rep.